Event description:
Customer's mother reported that they are unable to remove the battery cap on the insulin pump. Customer stated that the notch to loosen the battery cap is broken and stripped. Customer's recent blood glucose reading was 489 mg/dl. Customer treated with a bolus and a manual injection and their blood glucose readings have dropped to 394 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.